Event description:
Has surgery performed by dr. (B)(6) at the (B)(6) hospital for bladder prolapse. A mesh sling was used in this surgery. On (B)(6) 2011, at my annual gyn checkup with dr. (B)(6), I was advised that the mesh used in the 2008 surgery is wearing through the wall of my vagina. At this time dr. (B)(6) has considered using a cream containing hormones applied to the vaginal wall to thicken the skin, hopefully avoiding further complications. At some point I will need further surgery to repair the vaginal wall. Note: the "death" "life-threatening" "hospitalization (initial or prolonged)" and "congenital anomaly/birth defect" had to be checked on this form before I could proceed to the next step. None of these apply to my issue! So there's a computer glitch in this program. "Permanent damage" "required intervention to prevent..." And "other serious" do apply. Transvaginal mesh used for bladder prolapse